Event description:
A spiral blade, implanted in 2002 for a subtrochanteric fracture, backed out. During revision surgery the following month the construct was removed and a new trochanteric fixation nail with helical blade was implanted. Patient reportedly has very poor bone quality.